Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) mode switched during a cardiac surgery. This mode caused brady pacing not delivered when required. It was mentioned that if the set value is other than the av delay, that was active at the moment, not only will the operation site be confused, but there is also a risk of health damage to the patient. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) mode switched during a cardiac surgery. This mode caused brady pacing not delivered when required. It was mentioned that if the set value is other than the av delay, that was active at the moment, not only will the operation site be confused, but there is also a risk of health damage to the patient. Several weeks later the patient experinced a slow ventricular tachycardia (vt) which was not terminated with anti-tachycardia pacing. There was also some delay in re-detection of vt due to high, low rate limit programmed this way due to patient condition. The ICD remains in service and was reprogrammed to correct the issue. No additional adverse patient effects were reported.